Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the bottom three drawers failed to open and could not be recovered. A vaccine stored in one of the drawers was needed for patient care. The rn reported that the pyxis indicated an obstruction, although nothing was physically blocking the drawers. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-dec-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bottom 3 drawer of refrigerator was not opened. A field service engineer (fse) found the bin unable to recover. Then both the refrigerator and the station were rebooted, and the system tested good. The customer verified proper operation through the recovery process without any issues. The system functioned as intended after the field service engineer troubleshot the device.